Manufacturer narrative:
The reported events were failure to capture, noise, mode switch, and insulation damaged. A complete lead was returned for analysis. The reported events of failure to capture, noise, and insulation damaged were confirmed. Visual and x-ray examination noted clavicle crush damage in the middle region of the lead. The outer insulation was breached/ separated, and all the outer coil filars were broken/ separated due to clavicle crush forces with no damage noted to the inner insulation. The cause of the reported events of failure to capture, noise, and insulation damaged were isolated to the breached/ separated outer insulation, and the broken/ separated outer coils filars exposing the outer coil consistent with clavicle crush force. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages noted are consistent with procedural damage.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited loss of capture at maximum output and noise over-sensing which resulted in inappropriate mode switch. Insulation breach on the ra lead was confirmed via fluoroscopy. The ra lead was explanted and replaced. The patient was in stable condition.